Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with increase of creatinine in the setting of volume overload, with poor response to diuretics. It was decided that the patient should receive continuous renal replacement therapy (crrt). The patient was reportedly implanted on (B)(6) 2022 with closure on (B)(6) 2022 and was in the intensive care unit (ICU) with sepsis and a fungal infection of the lungs. Antifungal therapy was started on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported events could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported sepsis and fungal infection could not be determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed, including packaging and sterilization documentation, and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 lvas patient handbook (phb) are both currently available. Section 1 of the IFU, ¿introduction¿, lists renal dysfunction, sepsis, and infection as adverse events that may be associated with the use of the hm3 lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU. Several sections of the phb also provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.